Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen became cracked and unresponsive after the user fell on the device at school, and a replacement was shipped while the original was returned. Symptoms included no reported adverse health effects. Outcomes included no impact on health and continuation of cgm use via the dexcom app or receiver. Investigation included collection of event details and device return. Investigation of this case evaluation revealed physical damage to the display consistent with accidental impact, with no device alarms or malfunctions reported, and no data transfer between devices as expected. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to accidental drop.